Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how are you currently feeling? If in your possession, may we have a copy of your operative report to review which layer of tissue the suture was used? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. I have only been off antibiotics completely for a short time and am still healing from the previous infections. It will take some time to determine if I am free of infection. Patient declined to provide authorization to contact her surgeon.

Event description:
It was reported by the patient that she underwent a posterior repair procedure on unknown date in (B)(6) 2018 and suture was used. The patient experienced infection on unknown date and has had eleven rounds of antibiotics, including IV for the ongoing infection. The patient reported that she had two MRI¿s six weeks apart which show an unidentified artifact that is stable. They were not present on the MRI pre-op. The patient reported that the surgeon opined that the foreign body may be suture material. Additional information has been requested.